Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿the previous placed mesh was noted to have shrunk significantly and was no longer adequately covering the myopectineal orifice.¿ no additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient experienced pain following the procedure.